Event description:
It was reported that during a da vinci assisted distal gastrectomy surgical procedure, the customer observed a tear in the jaw cover of the synchroseal instrument but the instrument that was being returned was a harmonic ace instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: it was confirmed that the correct instrument was returned for isi evaluation. It was also confirmed that no fragments fell into the patient and the damage that was observed occurred outside of the surgical procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of a foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and fa was not able to replicate nor confirm the customer reported complaint. The complaint refers to tears in the synchroseal instrument, but the instrument returned was a harmonic ace instrument. Fa did find the harmonic ace instrument with a broken blade. The blade broke at roughly 0.154¿ from the base and the broken piece was returned.